Event description:
It was reported that four (4) syringe inlets had foreign (loose) particles inside the fluid pathway. This was discovered during internal checks. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.